Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 436 mg/dl while wearing the pod between 5 and 24 hours. The patient reported that insulin deliveries were made, but it was ineffective in bringing their blood glucose into range. Upon realization of high bgs, the pod was removed from the infusion site (back), and it was observed that the pod's cannula was bent. As treatment, a new pod was applied and a manual injection of insulin was delivered.